Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the vascular injury was the non medtronic dryseal introducer sheath. Per the physician, the delivery catheter system (dcs) did not contribute to the vascular injury.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a tortuous aorta in the thoracoabdominal region, so access was performed using an 18fr dryseal introducer sheath. Valve placement was performed without any major problems, however the final contrast study showed the presence of a dissection in the ascending aorta. The patient was hemodynamically stable. A computed tomography (CT) scan was performed after leaving the operating room, and showed a retrograde dissection from the descending aorta to the ascending aorta. Per the physician, the tip of the sheath may have caused the dissection when it was raised. The size of the false lumen was around 1/3. No additional adverse patient effects were reported.